Event description:
It was reported that the customer experienced multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found that the occlusion is within the cartridge. Customer changed out cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.